Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that a low out of range shocking impedance measurement of less than 20 ohms was observed on this patient¿s right ventricular (rv) lead. Surgical intervention was performed to explant this lead due to the low shock impedance issue and a replacement rv lead was successfully implanted in its place. The device was electively replaced due to being close to elective replacement indicator (eri). No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the allegation against this cardiac resynchronization therapy-defibrillator (ctr-d) could not be confirmed. The device passed automated tests which verified therapy availability. Overall, there were no issues found with the ctr-d that could have caused of contributed to the observed field observations of low shock impedance measurements. Product analysis involving this product is also contained in report number 2124215-2009-19553.